Event description:
The customer obtained the result of 200mg/dl on his accu-chek compact plus system in comparison to a 429mg/dl result on the professional meter. The results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.